Event description:
Customer was hospitalized due to major high and low bg's. Customer suffered a seizure due to low bgs. Customer's family member stated that they received e-21 alarms that have cleared out basal settings.